Event description:
It was reported to philips that the system's c-arm was locked and could not move. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, a non-emergency treatment was completed as planned. Due to the intermittent issue with the longitudinal movement of the frontal stand, users were advised to operate it manually using the button on the stand. The review of system log file identified a longitudinal position slip and driven rubber wheel slip on the rail, confirming the malfunction related to geometry movement. The philips remote service engineer (rse) readjusted the tension between the friction wheel and railing. The motorized longitudinal movement of frontal stand was working. After which, the system was returned to use in good working order. The failure of longitudinal motorized movement can be attributed to the issues resolved in philips correction 2024-igt-bst-003. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.